Event description:
It was reported that during the procedure the fiber broke and was losing power. A second fiber was used to complete the procedure. No additional information was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection of the device identified the fiber was received in two pieces. The first piece measuring 75 cm and the second measuring 202 cm. Additionally, the exposed glass tip measured 2 mm and appeared to be degraded. The light from the connector face was bright and round, indicating there were no fractures within the connector. Upon connecting the fiber to the console, light was seen exiting the break location. The instructions for use (IFU) contains instructions for device preparation and use. The IFU also indicates: carefully remove the fiber from the package. Handle the fiber with care as damage may occur if struck or bent sharply. Inspect and treat the output tip with particular care as it represents the most delicate, easily damaged portion of assembly. Hold the fiber tip to a non-reflective surface and ensure that a circular red spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to boston scientific for replacement. With all the available information, boston scientific concludes that the reported allegation of a fiber break was confirmed. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during insertion into the scope and when the fiber was fired lead to the break. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure the fiber broke and was losing power. A second fiber was used to complete the procedure. No additional information was reported.